Event description:
This is filed to report the leak during preparation.it was also reported that on (B)(6) 2022 and during prep, the steerable guide catheter the valve dilator was leaking. Sgc was discarded and another sgc was used instead. There was no delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.